Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system functioning normally. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a procedure, although the system was changed from the shape of c to the shape of o, the indication of ¿door open¿ did not disappear. The issue was resolved somehow and images were taken. In addition, when the system was changed from the shape of c to the shape of o, an abnormal sound was heard. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.